Event description:
Healthcare professional (hcp) reported a patient was injected in the cheeks bilaterally with 3.75ml of harmonyca lidocaine. Thirty-five days later, patient received a touch-up injection bilaterally with 1.25ml of harmonyca lidocaine. Twenty days later, patient experienced "viral rhinitis". No treatment was provided. The patient has a history of osteoarthritis and has had right and left hip replacement surgery for it. The symptoms resolved seven days later. Approximately, a year and four months later, patient experienced non device related "inguinal hernia on lower right abdomen". Patient was hospitalized for a "hernia surgery." Patient was discharged the next day and the event resolved. This MDR is being submitted for the first injection.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of inguinal hernia, deemed not device related is considered an unexpected adverse drug experience.